Manufacturer narrative:
A device history review was conducted. The report indicates that was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a postoperative infection occurred. Synthes products as well as 9 other competitor parts were used in the procedure. The patient is a female and (B)(6), was admitted in the hospital on (B)(6) 2014. The surgeon did surgeries of laminectomy, discectomy, pedicle screw fixation, cage implantation and fusion on (B)(6) 2014. Target lesion is l4-l5. X-ray indicated no abnormalities on implanted devices. On (B)(6) 2014 or (B)(6) 2014, the patient had fever and reached to 38.7°c. Routine blood test result was reported to be done. The surgeon suspected the patient had poi and treated with 2g, qd of ceftriaxone sodium & 1g, bid of vancomycin. On (B)(6) 2014, the patient¿s body temperature was decreased to 36°c to 37.3°c. The patient was discharged on (B)(6) 2014. It was reported that this patient was part of clinical study CT no. (B)(4). This is report number 1 of 1 for (B)(4).